Event description:
Consumer sent letter and with 2 broken plackers angle brushes. Letter stated: I have been using these brushes for several years and have found them very useful and satisfactory. However the last package (16) I bought do not last as long. The brush breaks off from the handle (see enclosed samples) after little use. P.s also when the brush breaks off it gets stuck in my teeth and is sometimes difficult to remove.